Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected of premature battery depletion (pbd). The physician saw the patient approximately seven months ago, and the battery longevity was estimated to be three years. However, the device reached end of life (eol) when the physician saw the patient again. Additionally, there were no tones to indicate the device reached eol. The device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to return for analysis.